Event description:
It was reported that the asymptomatic patient presented via merlin.net with an episode of ventricular lead oversensing. The patient subsequently presented in clinic where the noise could not be reproduced with isometrics. The patient could not remember if the patient was interacting with any possible sources of emi during the time of the episode. Sensing, thresholds, and impedance were all normal on both leads. The patient will continue to be monitored normally.